Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that an analysis of the data saved to the system showed that the handle went through multiple unexpected resets. The data also showed at a later time that the handle would reset on the charger and not receive charge while in the field. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. It was reported that the display screen is not working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. It was also reported that the signia damaged connection on 44 pin cable. The reported issue was confirmed. The most likely cause was traced to device design. It was additionally reported that the device insufficiently charged handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during device follow-up, while the handle was on the charger, the handle was charging normally but would not switch on led screen. Nothing lit up in the handle. There was no patient involvement.